Event description:
Baxter foreign affiliate reported the healthcare professional (hcp) felt the home pt (hp) had been overfilled with fluid while using the homechoice cycler for apd therapy. Affiliate reported the hcp had encountered repeated "check heater line" alarms during the fill 1 using the homechoice cycler. Hcp reportedly was unable to resolve the alarm situation and bypassed fill 1, with no fluid delivered to the hp. According to the affiliate, the hcp also bypassed the dwell 1 phase of the therapy and placed the homechoice cycler into drain 1. Affiliate relates during drain 1 the hp drained approximately 800ml of fluid. According to the affiliate, the hcp was unable to determine why the hp drained approximately 800ml during drain 1 since the homechoice cycler indicated no fluid had been delivered to the hp during fill 1. Foreign affiliate reports the hcp looked at the bag of solution on the heater of the homechoice and felt that some solution had left the bag. Affiliate reports the homechoice cycler continued therapy into fill 2 when again it alarmed "check heater line". According to the affiliate, the hcp discontinued the therapy in progress and started a new therapy on the homechoice cycler. Affiliate reports that during the initial drain of the second therapy approximately 374ml of fluid was drained from the hp. Affiliate reports the hcp was again unable to determine why the hp drained fluid when the homechoice cycler indicated no fluid had been delivered to the hp during the first attempted therapy. Affiliate reported the hp continued therapy with no further issues, however, the hcp requested the incident be investigated. According to the affiliate, there was no pt injury or medical intervention.